Manufacturer narrative:
Evaluation complete. See attached evaluation summary report.

Manufacturer narrative:
Device has not been returned for evaluation yet. A supplemental report will be issued if additional information is obtained.

Event description:
It was reported by the hospital that the gui display screen shut down during patient use and they were unsure if device stopped ventilating patient. The patient was moved to another ventilator with no harm noted. According to the debugs logs, the ventilator continued to ventilate the patient during the gui shut down. The next morning, the biomed engineer was able to turn the ventilator on and the gui display screen booted up and was working as intended. Reporting hospital will not share any patient information.